Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was found unresponsive in their home and was resuscitated by emergency medical services who discovered that the patient was in ventricular tachycardia (vt). The episode of vt was not detected or treated by the implantable cardioverter defibrillator (ICD). The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that it was likely the patient was in pulseless electrical activity (pea). The patient was admitted as an inpatient and ventilated. The patient was noted to be in acute renal failure (arf) and shock. Reprogramming was performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.